Event description:
The clinician reported that the implantable pulse generator (ipg) had a power on reset. The reset was cleared from the ipg. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2011 a critical ram parity error was recorded in address "17 13". Power on reset severity is considered low as device should be able to fully recover after reset. The device was not returned, but diagnostic information is consistent with the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.